Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the foot switch was not functioning. The fse identified that the wired footswitch was faulty. The fse replaced the wired footswitch after the customer accepted the proposal. After he replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless footswitch was not functioning. The device was in clinical use at the time of the event. No harm was reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.